Event description:
The bubble detector alarm on a cobe heart/lung bypass machine failed to clear after multiple attempts during a cardiac procedure. The perfusionist utilized multiple mechanisms to attempt to clear the alarm. Alarm ultimately cleared after rebooting the control panel.